Manufacturer narrative:
Sus voluntary event report: mw5099968 was received.

Event description:
New information received notes that the patient was feeling dizzy.

Manufacturer narrative:
The reported field event of interrogation failure was not confirmed in the lab. The device was found in backup operation when received. The device was above elective replacement indicator (eri). Review of the device image showed the device had entered bvvi mode due to a por (power-on-reset) that occurred during a hv charging. The device was tested on the bench, and no anomalies were found. The reset could not be reproduced in the laboratory; hence the root cause of the issue could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with low heart rate. The device was unable to be interrogated. The device was explanted and replaced. The patient was stable during and after the procedure.